Manufacturer narrative:
Engineering analysis of the ilet device logs from (B)(6) 2025 revealed no evidence of device malfunction. The ilet responded appropriately to cgm glucose trends, triggering multiple low and urgent low glucose alarms. Insulin delivery was consistent with cgm data, and no motor or cartridge errors were detected. Five meal announcements and multiple low glucose alarms occurred were found to have occurred. Based on available data, the ilet functioned as intended. The cause of the event is attributed to user-related behavior, including possible overuse of meal announcements and carbohydrate intake mismatch.

Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event while using the ilet system. The user became unconscious with a nadir glucose level of 40 mg/dl, and emergency services were called. The user's husband administered glucose tablets and smarties, and the son called 911. The user regained consciousness before ems arrival. The user had reportedly made multiple meal announcements, and confusion was noted.